Event description:
End user alleges while maneuvering the motorized wheelchair through a doorway, his right foot became caught on the threshold molding resulting in the fracture of his right leg. End user reported that he was not using the prescribed legrests or seat belt at the time of the incident.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reports he was not using the prescribed legrests or seat belt at the time of the incident. In addition, the hoveround owner's manual advises users to always to set the joystick/controller speed/response control to be consistent with the surrounding environment and to always wear the seat belt when operating the unit.